Event description:
Pt received a malar implant and a paranasal implant and developed a fistula with extrudate. The implant was placed in 2003. And the pt presented a fistula the following month. Fistula was drained through excision, treated a sutured. Fistula reappeared in 2004. Implant was removed 7 month later. The incident was reported to porex surgical by the distributor 2 months later.